Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. The lens was discarded by the customer; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 22.5 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient was unable to focus, complained of visual disturbances, and the post-operative refraction was not acceptable for the patient. Reportedly, the outcome significantly interfered with activities of daily life. There was no incision enlargement and the replacement lens was the same model, but different diopter of 20.5. Reportedly, there was no patient injury and the patient recovered. The lens was discarded by the customer. No additional information was provided.